Event description:
It was reported that the subject device had air leakage from the blocked part. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, it was found that the electrical contacts and scope mount was corroded. The connector was damaged and punctured. A device history review revealed no issues that could have caused or contributed to the reported issue. The root cause of the reported issues cannot be identified. Olympus will continue to monitor the field performance of this device.